Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had recurring insulin flow blocked alarms. The customer's blood glucose was 187 mg/dl at the time of incident. Customer stated they had tried all remedies. The customer stated that sites were rotated, site locations with sufficient sub-q tissue are being selected, and they avoid inserting into areas with scarred tissue. The troubleshooting was completed. The customer not tried different cannula length. The customer advised the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per hcp instructions. The customer advised to place pump in storage mod remove battery, press and hold the back button until the screen turns off. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).